Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. Customer continued to use the pump for insulin therapy. The customer¿s blood glucose was 82 mg/dl.